Manufacturer narrative:
The technician found the head of the bed drifting down over 20 minutes with 75 lbs of weight on the head section. He isolated the issue to the CPR valve. The CPR valve was replaced to repair the bed.

Event description:
Information received indicates the head of the bed is drifting down.